Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced hyperglycemia. Customer's blood glucose level was 23 mmol/l at the time of incident and the other blood glucose level was 22.7 mmol/l. Customer stated that they went as the insulin pump battery down and would not turn on. Customer reported that the insulin pump had replace battery now alarm and this was the second occurrence of replace battery now alarm. The customer stated that they did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer states the battery cap is not loose, cracked or damaged. Advise customer they may continue to wear pump until replacement arrives, if they insert a new battery. Customer's outcome pertaining to the complaint. The device will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected low battery alerts, replace battery alerts or replace battery now alarms noted during testing or in the device trace download. (B)(4).